Event description:
Caller states a patient assistant was pricked by a softclix lancet after the device had fallen to the floor and the exposed lancet pricked her. Caller states the patient assistant is being treated with unspecified antibiotics. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).